Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 977a260 (serial: unknown); product type: 0200-lead; g2: the country of the event is jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic refractory pain indications for use. It was reported that the no.0 electrode had high impedances. There were no particular factors that may have caused the occurrence of the event. No treatment/actions were taken because it was not a used electrode. It was noted the issue was not resolved at the time of the report. No patient harm reported.